Manufacturer narrative:
Continuation of d10: product ID a820; serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver fentanyl and a unknown drug. It was reported that the pump was "messing up". The patient clarified that the communicator wouldn't find the pump and they would get error messages on the handset. The device wouldn't deliver a bolus but the handset couldn't find the communicator so they couldn't get a bolus. The handset would say "system error" and that the application had to start over. Patient services had the patient connect to the pump during the call. It was then discovered that the handset was lagging at 90% for about 4 minutes. Patient services reviewed and guided the patient through clearing the data. The patient was then able to connect to the pump without any lag or issues. The patient stated that they did a bolus before calling and then the handset displayed an error message saying to restart after the bolus was started. The patient stated that they didn¿t know if the bolus was delivered or not since they didn't feel any difference. The patient stated that they saw they were locked out after the application was restarted. Patient services reviewed. The patient stated that they always closed the application. When asked for the event date, the patient stated that it was about 3 weeks ago.